Manufacturer narrative:
An investigation is in progress to determine the cause of this reported event. An return material authorization (RMA) was issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer reported issue. A review of the provided image was performed by an intuitive surgical, inc. (Isi) failure analysis engineer (fae). The following additional information was provided: it looks like the cadiere forceps instrument proximal clevis has become dislodged from the main tube in all 3 pictures. From the picture showing the instrument in the peel pouch, some of the main tube appeared to be broken off. This level of main tube damage is not visible in the ¿surgical use¿ images, suggesting some of the damage may have occurred while attempting to remove the instrument from the patient and the cannula. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable.

Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy surgical procedure, the cadiere forceps instrument metal tip became loose from its sheath, without there being any force or resistance exerted on the instrument. The procedure was suspended and the universal surgical manipulator (usm1) which carried the cadiere forceps instrument was undocked. The trocar was forcefully removed from the chest wall because it was impossible to put the metal tip back into the axis of the sheath. The instrument was replaced by another one of the same kind. The procedure was completed with no reported injury.